Manufacturer narrative:
Initial and final MDR 1900994 - MDR 3003442380-2024-11444 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that the two infusion set was fell off during use. The infusion set is long for less than 3 hours. The blood glucose level was 389 mg/dl. No further information available.